Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: e3 (occupation) the customer refused on-site service from getinge engineers, therefore limited information about the event is available. The device was repaired by a third-party company and is functional.

Event description:
N/a.

Event description:
It was reported that the cs300 had alarm and a tubing malfunction and immediately reported the faulty device for repair." A phone conversation with the customer revealed that the malfunction occurred before the device was used on the patient; automatic inflation failed. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.